Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Data logs were reviewed. The transient loss of placement signal could not be reproduced.

Event description:
The us complainant had an automated impella controller (aic) with lost placement signal which did not prompt pump or aic replacement. There was no harm or injury. Investigation found an opm failure.